Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a cassette was not properly attached. There was no patient injury.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was missing. There was no evidence of the reported error in the event history log (ehl). The reported problem was not duplicated/verified. During functional checks the downstream occlusion sensor was tested, and no issue was found. There were a few cassettes not attached properly alarm messages in event history log, so it was recommend replacing the downstream occlusion sensor as a preventative measure. No fault found regarding the reported issue; no root cause was determined. The product is over a year from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).